Manufacturer narrative:
Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that the suture borke 3-4 days following a hemi-arthroplasty. The patient was returned to surgery for repair.